Event description:
It was reported that only one fourth of the screen is visable. The touch screen is unresponsive and unable to unlock the pump. No impact to customers blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not complete. A supplemental report will be submitted upon completion of the evaluation.